Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Unknown hip implant is created to capture the bone fracture due to its unknown location. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient began experiencing pain in his right hip. He had difficulty walking, climbing stairs and engaging in his normal activities. His revision surgery revealed damage to muscle and tissue as a result of the metal-on-metal pinnacle hip. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (right hip). Patient is a resident of (B)(6). Update: 11/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Patient demographics added. Update ad 5 nov 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges bone fracture, metal wear, and metallosis. Unknown hip implant is created to capture the bone fracture due to its unknown location. Added revision surgeon, revision hospital, law firm, and head and liner's expiration dates. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (right hip).